Manufacturer narrative:
Zimmer biomet (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog number, lot number unknown / not provided. Title and last name unknown / not provided. PMA/510(k) number unknown. No catalog number provided. Product won't be returned for evaluation.

Event description:
It was reported that during a dental surgery the implant disengaged from the driver. Procedure was completed with another implant.